Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was using the tube 8 hours prior to the incident wherein the device was noticed to be missing the 6 cm mark. It was reported that the tube was placed in the patient and was then extubated. It was suspected that the tube might have been placed incorrectly due to the missing mark. The patient was reintubated using uncuffed endotracheal tube and received mechanical ventilation.